Event description:
It was reported that device exhibited intermittent atrial undersensing during af causing a delay in mode switch. Patient reported feeling fatigue. Programming changes were made, and the device mode switched in real-time. The patient¿s condition improved.